Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion. The system was reportedly planned for explant. There were no additional adverse patient effects reported. This lv lead remains in service.